Manufacturer narrative:
The reported event of "unit turns on and off by itself" was confirmed during functional testing and archive data. The potential root cause maybe due to defective power distribution board (pdb) as a result of wear and tear of the aging device. The autopulse platform was manufactured in april 2010, and it is more than 5 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed damage to the front cover, unrelated to the reported complaint. A review of the autopulse platform archive was performed, and it showed multiple "battery lost" messages occurred with batteries serial numbers (B)(4) and (B)(4). The archive showed that both batteries have a high voltage with remaining capacity of 1500. Based on the platform archive data, the failure may have been caused by these two li-ion batteries. It is recommended that the batteries serial numbers (B)(4) and (B)(4) be returned for evaluation. The archive also showed ua18 (max take-up revolution exceeded) to have occurred on the reported event date, but they are unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During functional testing, the autopulse failed to power on due to loss of power; thus, confirming the reported event. Upon customer approval, the defective parts will be replaced and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, after the autopulse platform was powered on, it turned off by itself shortly afterwards within 10 seconds. No user advisory error messages were observed. No patient involvement.